Event description:
Clinical study. It was reported that 952 days after a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr). One day before the index procedure, the clinical status assessment indicated that the pt's qualifying condition was stable angina (ccs class 2) and the pt was referred for cardiac catheterization. The index procedure treated a 3.75x12mm, 90% stenosed lesion in the proximal left anterior descending artery (prox lad) with predilation and placement of an express2 3.50x16mm bare metal stent, reducing the stenosis to 0%. The pt was discharged the next day on aspirin and plavix. About 952 days after the implant procedure, the pt required a tvr. Four days before the tvr, pt underwent an outpatient cardiac catheterization due to progressive angina and a positive stress test that revealed anterior wall ischemia. Coronary angiography performed revealed the following: - 70% mid vessel stenosis in the left main coronary artery (lmca); - previously stented site in the lad was entirely satisfactory with no significant restenosis with the exception of minor restenosis near its proximal portion; - prox lad had 46.36% stenosis in projection 1 and 41.28% stenosis in projection 2. Pt underwent coronary artery bypass graft (CABG) from left internal mammary artery (lima) to the lad, and left radial artery free graft to the obtuse marginal branch (om). Pt was discharged 7 days after the procedure on aspirin. In the opinion of the physician, the relationship of the tvr to the express stent or the index procedure was probably, but it was unrelated to the prior co-morbid condition.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.